Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the PICC catheter was inserted on (B)(6). During a radiologist's examination on (B)(6) a rupture of the lateral lumen was identified. The defective catheter was immediately removed and a new insertion was performed. The patient experienced no complications or adverse effects." Another catheter was used. The patient's current condition is reported as "unknown".

Manufacturer narrative:
(B)(4) the actual device was not returned; however, the customer provided two photos and one video for analysis. The photos and video show a catheter in use with evidence of a rupture in the catheter body. The pressure injection flow rate at the time of use is unknown. The catheter body appears kinked/bent at the location of the rupture and has been removed from the securement device; however, a complete visual inspection to evaluate the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "the maximum pressure of pressure injector equipment used with the pressure injectable PICC may not exceed 300 psi (2068.4 kpa). The maximum pressure injection flow rate ranges from 4 ml/sec to 6 ml/sec. Refer to the product specific labeling for the maximum pressure injection flow rate for the specific lumen being used for pressure injection." The pressure injectable information label states the max pressure injection flow rate for a 5fr x 50cm 2l PICC is 4ml/sec. The customer report of a rupture catheter was confirmed by visual inspection of the customer supplied photo. The images and video show a catheter in use with evidence of a rupture in the catheter body, however, full complaint verification testing to determine the cause of the rupture could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the PICC catheter was inserted on (B)(6). During a radiologist's examination on (B)(6), a rupture of the lateral lumen was identified. The defective catheter was immediately removed and a new insertion was performed. The patient experienced no complications or adverse effects." Another catheter was used. The patient's current condition is reported as "unknown".